Event description:
During incoming inspection of the device at the service center, the user observed a "communication ports test error". No other details regarding the nature of the event were provided. Since the event occurred during incoming inspection of the device, there was no pt involvement during this event.